Manufacturer narrative:
Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 71-year-old female patient was hospitalized for protected percutaneous coronary intervention with impella cp with a known history of coronary (and peripheral) artery disease and diabetes mellitus with a left ventricular ejection fraction of 30%. Impella cp was placed before the percutaneous coronary intervention with ultrasound-guided micro-puncture via the right femoral artery and revascularization of the left main, left anterior descending and circumflex coronary artery were performed. Prior to leaving the catheterization laboratory, peripheral pulses were unable to be located and the patient reported pain to lower extremity on impella cp side, indicative for ischemia in the leg. Bilateral angiography of lower extremity, confirmed no flow distal to impella repositioning sheath. As the patient had an extensive history of vascular procedures, a femoral-femoral bypass was not feasible. A pericardiocentesis due to pericardial effusion of unclear origin also had to be carried out. As hemodynamics improved after pericardialcentesis, the decision was made to wean and remove the impella cp. Vessel closure was done with a pre-closure procedure per clinic's protocols. Following removal, angiography confirmed restored flow to lower extremity and pain resolved completely. The impella cp will be coded for ischemia in the lower extremities, which did not lead to patient consequence as the device was successfully weaned but will also be coded for medical device removal as it was initially planned to have the device in place for longer support. The device will also be coded for pericardial effusion. While the origin of the effusion is unclear, it could have been at least aggravated by the need for continued anticoagulation.

Manufacturer narrative:
B5 updated corrected data d1 updated/corrected the investigation is still ongoing.

Event description:
Additional information has been provided upon request: "intervention was pump was removed and this resolved issue. No device is not available for return."